Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient's pacemaker was unable to be paired with an at-home transmitter, even after repeated attempts. Technical assistance suggested to retry in four hours. However, the patient was to be discharged before that time. On (B)(6) 2019, the patient's device was successfully paired in clinic.